Event description:
The customer reported that during acl reconstruction surgery, the biosteon screw cracked during insertion. Surgery was completed successfully using a replacement screw.

Manufacturer narrative:
Delay by 4 days in sending report due to administrative oversight. The batch mfg record was reviewed and no contributory factors were identified. Based on the info available, and from visual examination of the device, possible suspected root cause (s): driver not fully engaged/ damaged.